Event description:
Related manufacturer reference number: 2017865-2022-10034. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of leads, it was noted that there was noise on the right ventricular (rv) lead and right atrial (ra) lead which led to some oversensing and inhibition of cardiac pacing. There were inappropriate automatic mode switch (ams) episodes due to noise on ra lead. The physician performed isometric testing on the patient and atrial lead noise was reproduced. No programming changes were made to the lead. The patient was in stable condition.